Manufacturer narrative:
The ventilator was investigated on site and the reported issue could not be reproduced. No part was replaced and no new events on this ventilator have been reported until this date. The received device log confirms the reported event. Between november 5, at 05:54 and november 6, at 06:17, several alarms for low o2 concentration were generated. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviates from the expected. Alarms will be activated if the failure occurs during ventilation. As the reported issue could not be reproduced and no service measures have been done, the cause of the reported failure could not be determined.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported that during ventilator use on a patient, there was 50% volume loss of o2 concentration. There was no patient harm. Manufacturer ref. #: (B)(4).